Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the reported malfunction. Based on the reported failure, the single board computer was replaced, with the associated components, including a replacement hard-drive. The system was tested found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system had an uncommanded system reboot.